Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1005, indicative of shock delivery into an open circuit. Review of device data by boston scientific technical services confirmed the presence of code 1005, which was declared after the ninth shock in a treated episode where an atrial arrythmia with rapid ventricular response progressed into a ventricular arrhythmia. It appears the therapy was successful at that time. High out of range shock impedance measurements of greater than 125 ohms were also noted in the device memory. Device replacement was recommended. The ICD remains in service and no adverse patient effects were reported.